Event description:
It was reported to philips that during device set-up for patient use, the device alarmed no o2 available. There was no report of patient harm, nor delay to therapy noted. The customer spoke with a philips remote service engineer (rse). The customer performed a performance verification test (pvt) and reported the device failed the system leak test. The customer found the air inlet gasket was compromised. The rse provide the part number for the air inlet collar gasket and advised the customer that once the part has been replaced, to check the event log for the no o2 available alarm and check for other o2 alarm related codes. The customer found error codes 1111 and 1208 in the logs. The rse advised replacing the solenoid valves. Following the evaluation of the device, the customer replaced the solenoid valve to resolve the problem. The unit passed functional and other required tests. No other abnormality was observed.